Manufacturer narrative:
Varian medical systems is still in the process of investigating this issue. A supplemental report will be sent when the investigation is complete.

Event description:
The hospital staff was positioning the imaging cassette as close as possible to the patient to fit as much to the treatment field as possible onto the cassette. After motion was complete while using the pendant, it appeared to the therapists that the cassette was still moving towards the patient (gantry angle was such that the cassette was being lowered from above the patient). An interlock was noticed on the pendant and cleared. The staff tried to clear the trip indication on the pendant by pressing the reset button on the r-arm controller many times. The cassette seemed to be moving towards the patient very slowly while the reset button was being pushed. Therapists lowered the couch a few times while the r-arm was slowly moving towards the patient to get more space between the patient and the cassette. Eventually, the couch was moved out to get the patient out from under the cassette. There was no patient harm.